Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. The pump was hot to the touch, and the issue persisted after the battery was removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the battery was not returned with the pump. The black box shows unusual fluctuation of the voltage on (B)(6) 2013. The pump powers to the verify screen with audible and vibratory sounds. A rewind, load cartridge and prime sequence were successfully performed. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside pump. A pinkish contrast was observed on the display screen. The complaint was verified in the black box but could not be duplicated during the investigation.